Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported unit is slow which was reproduced during evaluation. Evaluation found the pump slow to respond to input and determined that the cause was a failed processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump unit is slow, when you press a button on the pump, it takes 3+ seconds to react. There was no known patient injury or medical intervention associated with this event. No additional information is available.